Manufacturer narrative:
(B)(4) captures the reportable event of surgery. Device possibly changed out, exact date unknown. Cardiologist believes device was explanted, but does not know when or what device was used.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient underwent a surgical intervention to remove the device. No additional adverse patient effects were reported.